Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and no sensing through the analyzer. An x-ray confirmed that the atrial lead had dislodged and no longer had a j shape. The lead was inactivated. No patient complications have been reported as a result of this event.